Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastroscopy procedure performed on (B)(6) 2025. It was reported that the clip was deployed; however, the deployment was perceived as unusually difficult and not typical. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.